Event description:
Medical staff reported a right side capsular contracture baker grade IV, pain, and deformation of the breast that led to the removal of the device.

Manufacturer narrative:
Additional/changed and/or corrected data : b.6., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified the weight was to specifications, a wear abrasion, a deformation, brown biological tissue, cloudy in the gel, calcification (approx. 40%) and a crease fold. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deformation of the breast. (B)(6).

Event description:
Medical staff reported a right side capsular contracture baker grade IV and pain. Deformation of the breast that led to the removal of the device.